Manufacturer narrative:
The customer contacted siemens customer care center (ccc). The ccc specialist observed abnormal assay flags, kinetic check variable flags, and out of range quality controls (qc). The ccc specialist recommended that the customer properly thaw fresh qc and then re-run qc. A customer service engineer (cse) was dispatched to the customer's site twice. After inspecting the instrument, the cse replaced the mixer, can board, clot detect board, and sample 1 mixer. The cse also auto aligned all the probes and ran quick check and qc; the customer verified the qc recovery. Siemens further investigated the issue and determined that the sample 1 mixer malfunction potentially contributed to the discordant, falsely low co2 and glucose results. Siemens determined that the customer reported the discordant glucose result against the guidance documented in the dimension vista operator's guide. The glucose result was flagged with e143 abnormal assay and according to the operator's guide, results flagged with e143 are not reportable. Siemens medical affairs representatives reviewed the information provided by the customer. It is unknown whether magnesium sulfate and d50w were administered to this patient in response to the erroneously depressed co2 and glucose results. Based on siemens' understanding of clinical practice, there is no potential for serious injury if the magnesium sulfate and d50w were administered to this patient inappropriately. The administration of intravenous fluid is given under medical surveillance in correlation to the patient status; the patient will be monitored via subsequent laboratory results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). Additionally, flagged, discordant, falsely low glucose results were obtained on the same patient sample on the same instrument. The discordant glucose result of 49 mg/dl was also reported to the physician(s). The customer alleged that the patient associated with sample ID (B)(6) was admitted to the hospital based on the discordant glucose result. The sample was repeated on the same dimension vista 500 instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely low co2 and glucose results.